Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys toxo igg on a cobas 8000 e 801 module. A questionable result from the sample was reported outside of the laboratory to a medic, who requested a rerun. The sample initially resulted in a toxo igg value of 11.5 iu/ml (reactive) on the e 801 analyzer. The sample was repeated on the e 801 analyzer on (B)(6) 2022, resulting in a value of 12.1 iu/ml (reactive). The sample was sent to two other laboratories for testing on the vidas and alinity platforms. It is not known specifically which platform was used at each laboratory. At the first laboratory, the toxo igg result was < 1 iu/ml (negative) on (B)(6) 2022. At the second laboratory, the toxo igg result was 0.40 iu/ml (negative) on (B)(6) 2022. The e 801 analyzer serial number is (B)(4).

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was within expected ranges. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can be excluded. The patient sample was requested for investigation, but the remaining volume was too low.